Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The surgeon reports that a pt underwent a successful scapholunate ligament repair (date undefined) with the use of 3 mitek minilok quickanchor plus fixation device. On (b()6) 2011, during a follow-up exam, the pt presented with lucencies on x-rays in the scaphoid and lunate where the anchors were placed in addition to undergoing some lysis near the scaphoid waist and an auto-fusion of his capito-lunate joint; however, no pain or synovitis. The surgeon is or has scheduled an MRI to better characterize what is going on. The surgeon is reaching out for info and/or literature about this type of issue. Also, see associated mdrs 1221934-2011-00051 and 1221934-2011-00118.